Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and a broken reservoir tube lip.

Event description:
It was reported that the insulin pump had 2 cracks on it that were spreading. The customer did not know the blood glucose reading. He stated that there was one crack where the insulin pump met the screen, about .75 to 1 inch long. He noted that the second crack was at the reservoir compartment and the battery compartment area. He stated that the second crack was where insulin gets screwed in. He reported that pieces of the insulin pump were falling off. He didn ot know how the damage had occurred. Advised replacement of the insulin pump. Nothing further reported.